Manufacturer narrative:
G4:27jan2021. B4:27jan2021. Multiple attempts were made to obtain information on the repair/service of the device but have been unsuccessful. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20nov2020.

Event description:
It was reported that the ventilator's touchscreen was malfunctioning. There was no patient involvement.